Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 of -5.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault and the problem was not resolved. Reference MFR # 2023826-2023-04953 for exchange lens.

Manufacturer narrative:
H6: device code: 1494, off-label use, acd < 3.0mm. Claim#: (B)(4). Real supp1.